Manufacturer narrative:
The investigation has determined that a (B)(6) vitros hbsag result was obtained when the customer was running a (B)(6), vitros hbsag quality control fluid on a vitros 5600 integrated system. A definitive cause of the event was not established. It is possible that the (B)(6) vitros hbsag (c2) fluid was run in place of the (B)(6) (c1) fluid in error, however, this could not be confirmed. A vitros hbsag reagent lot 3160 reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hbsag reagent lot 3160. However, the customer did not run quality control fluids on a daily occurrence leading up to the event, therefore a vitros hbsag reagent issue cannot be completely ruled out as a contributor to the event. A precision test on the vitros 5600 integrated system was not conducted when requested. Therefore, a transient instrument issue cannot be ruled out as a contributor to the event. An issue with the vitros hbsag c1 ((B)(6)) quality control vial cannot be ruled out as a contributor to the event, as no further issues have been reported since the customer began using a fresh set of vitros hbsag quality controls.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a (B)(6) vitros hbsag result obtained when the customer was running a (B)(6), vitros hbsag quality control fluid on a vitros 5600 integrated system. Vitros hbsag result of (B)(6) versus the expected vitros hbsag c1 fluid result of (B)(6). The (B)(6) vitros hbsag result was obtained when the customer was processing a non-patient fluid. No patient samples were affected around the time of the event. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).